Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a right revision procedure on (B)(6) 2013 and a left revision procedure on (B)(6) 2013. It was reported that both revisions were allegedly due to excessive acetabular anteversion. It was reported that patient had pain, squeaking, metallosis, and elevated metal ion levels. Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, metallosis. Review of invoice history confirms the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2013-03318 / 03319 and 2014-07617 / 07618).

Manufacturer narrative:
This follow-up report is being filed to relay corrected event/explant date and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a right revision procedure on (B)(6) 2013 and a left revision procedure on (B)(6) 2013. It was further reported that patient had pain, squeaking, metallosis, and elevated metal ion levels and that both revisions were allegedly due to excessive acetabular anteversion. Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, metallosis. Review of invoice history confirms the modular head, acetabular cup and taper adapter were removed and replaced. Additional information received from operative report noted patient underwent a right hip revision procedure on (B)(6) 2013 due to pain and a vertical and retroverted acetabular cup with fibrous ingrowth. Operative report further noted metallosis, blackened stained synovium and bone, pseudotumor, cysts, acetabular rim loss, black fluid and stained tissue. Operative report noted patient underwent a left hip revision procedure on (B)(6) 2013 due to a loose acetabular cup. During the revision procedure, metallosis, pseudotumor and metal debris were noted. The modular head, acetabular cup and taper adapter were removed and replaced during both revision procedures.